Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of puffiness and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of edema: "adverse events: the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvéderm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. O the onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks."

Event description:
Healthcare professional reported a patient was injected with 2 syringes of juvéderm ultra plus xc in the nasolabial folds. Patient had puffiness that increased during injection and was told to massage the area and return to the office if it was not effective. Approximately 1 year and 2 months later, patient contacted the injector and reported they developed "puffiness and swelling" at the injection sites. Patient also reported they feel like they look "disfigured." Healthcare professional reported they have not seen the patient since the date of injection, but received photos of the symptoms from the patient. Healthcare professional advised patient to return to the office for evaluation and a possible prescription for hyalex, but patient never returned after sending 2 letters of request to come in. Symptoms have not resolved.

Manufacturer narrative:
Device history record summary: all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported a patient was injected with 2 syringes of juvéderm® ultra plus xc in the nasolabial folds. Patient had puffiness that increased during injection and was told to massage the area and return to the office if it was not effective. Approximately 1 year and 2 months later, patient contacted the injector and reported they developed "puffiness and swelling" at the injection sites. Patient also reported they feel like they look "disfigured." Healthcare professional reported they have not seen the patient since the date of injection, but received photos of the symptoms from the patient. Healthcare professional advised patient to return to the office for evaluation and a possible prescription for hyalex, but patient never returned after sending 2 letters of request to come in. Symptoms have not resolved.